Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific implantable cardioverter defibrillator (ICD), exhibited high out-of-range shock impedance measurements greater than 125 ohms. The rv coil was 102 ohms and the superior vena cava (svc) coil was 161 ohms. Technical services (ts) discussed troubleshooting options, but recommended reaching out to the ICD manufacturer for recommendations specific to their systems. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitting pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.